Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported that the needle deployed early when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No issues were seen with the device or the data from the device that would indicate the needle deploying early. Although no issues were noted that would result in a needle mechanism failure, the cause of the reported event could not be conclusively determined.